Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance. The patient discussed the alert by phone with the clinic and a possible rv lead revision may occur at time of the generator change. However, no intervention has been planned, and the rv lead remains in use. No patient complications have been reported as a result of this event.